Manufacturer narrative:
This report is being submitted for correction to component code.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (knife wire broke when energized) was confirmed. Additional information provided: the electrosurgical unit used for the procedure was esg-100. The setting value for the cut mode, coagulation mode, and when the event occurred was pulse cut slow 80w. After incision several times, the event would occur. Another product was opened, and the procedure was completed. When the incision was initiated, the wire was contacting the tissue. A review of the device history record confirmed that there were no abnormalities detected. It has been less than one year since the subject device was manufactured. Based on the results of the investigation, the root cause of the damaged knife wire could not be identified. However, it is likely that heat generated by an electrical discharge caused damage of the coated portion. 1.the device did not protrude enough from the endoscope until the rear end of the cutting wire was in the field of view. 2.due to the situation of ¿1¿ description, the cutting wire and the endoscope were close to each other. 3.the output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4.an electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. The issue is addressed in the instruction manual. (Drawing no.gk6224 revision no.9) ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that when using a single use 3-lumen sphincterotome v, the knife wire broke when energized. There was no exfoliation inside the body. The event occurred during the therapeutic procedure (endoscopic papillotomy) and was completed with a similar device. There was no patient harm associated with the event.